Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced noise and sensing integrity counter (sic). A chest x-ray was performed, in which a lead fracture was suspected at the acute angle of the clavicle. A second x-ray the following day confirmed fracture. The rv lead is scheduled to be replaced. No patient complications have been reported as a result of this event.